Event description:
It was reported that the burr rubbed against the metal outer tube. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
Device inspection showed few faint lengthwise scratches on the outer surface of the outer blade. This could indicate some contact with another device or instrument. Investigator tested the blade with a dyonics handset and showed no irregularities. The blade spins freely with no binding. The device did not produce shedding upon receipt. There are no other observations that would contribute to the complaint issue. There is no skiving on the outer diameter of the inner blade surface. There are dings and small gouges on the spherical blade surfaces. This could have produced a small amount of loose material. Temporary difficulty with excision of tissue and bone fragments may cause internal rubbing until cleared. There are no other observations that would contribute to the complaint issue. The symptom reported could not be replicated. No root cause related to the manufacturing of this device was established.